Event description:
Patient was revised to address a painful right knee and subsided tibial tray on medial side. Patient's femur was also found to be loose, with poor adhesion to the bone cement. The cement was not depuy cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.